Event description:
It was reported that the patient was experiencing inadequate stimulation due to having high impedance on the paddle lead. The patient underwent a lead replacement procedure.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.